Event description:
It was reported that the patient presented to the ER for weakness and ventricular tachycardia (vt). It was further reported that the patient then experienced ventricular fibrillation (vf) and was unable to be cardioverted with multiple shocks. Ultimately, the patient had to receive external intervention. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.